Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result from the primary tube was 59 miu/ml and was reported outside laboratory. The doctor knew the patient was pregnant and thought she might be having a miscarriage, so he ordered an ultrasound on the patient. He did hear the heartbeat of the fetus. On either (B)(6) 2013, the primary tube was tested at another site on another instrument and the result was around 8000 miu/ml. The customer did not know the exact result. On (B)(6) 2013, an aliquot of the sample was repeated on the original e411 analyzer and the result was 6073 miu/ml. This result was believed to be correct and was reported as a corrected result. The customer did not know of any adverse effects to the patient. The hcg+ss reagent lot number was 17326805 with an expiration date of 10/31/2014. The field service representative could not find a cause and could not reproduce the problem. He examined the fluidic, mechanical, and electronic system finding no abnormalities. He ran performance testing which recovered within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause based on the provided data. Low humidity in the laboratory on the day of the event was most likely the cause as it was outside of the recommended specifications. A general reagent issues was unlikely as the provided calibration and qc data were acceptable. Review of the provided instrument alarms and performance testing did not indicate an instrument issue.